Event description:
It was reported there was difficulty during a surgical procedure. A problem was encountered while advancing the lead into the connector block. F/u of the pt was noted as doing fine.

Manufacturer narrative:
(B)(4).